Event description:
On (B)(6) 2005, total hip replacement. In 2007 fatigue, (B)(6) 2008 cardiac stent, (B)(6) 2009 second cardiac stent, at that time, hemoglobin was 8, (B)(6) 2008 colonoscopy normal, (B)(6) 2009 colon resection cecal mucinous carcinoma same side as implant. In (B)(6) 2010, started with pain in the groin, tried steroid injection and physical therapy, made it worse. Pain kept getting worse and was unable to drive. Was on limited activity till had revision in (B)(6) 2011. On surgery, was found significant serosanguinous bloody fluid which was debrided and there was organized stages of hematoma in the periarticular area. Palpation yielded several soft tissue sharp bone spicules in the proximal femur. There was wear to the hip prosthesis.